Event description:
A zoll dist returned monitor sn (B)(4) to report that the monitor was unable to power up.

Manufacturer narrative:
Device evaluation summary: device evaluation of the monitor sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause of the problem was isolated to a fractured bga solder connection on ram chips u100 and u101. The root cause of the fractured bga solder connection could not be positively identified but was likely excessive stress on the monitor c/a board. A root cause investigation is underway. No adverse event resulted from the defective monitor.